Manufacturer narrative:
Referencing section a: the pt info in not applicable as the product problem was detected prior to use in surgery. A review of the complaint history indicates this is the first reportable event for this lot. The device history report has been reviewed and no abnormalities were recorded in the production of this lot. When the product was received it was determined the root cause for the malfunction was production error.

Event description:
The customer reported on (B)(6), 2010, the inflatable cuff had a leak in it. When the product was received on (B)(6), 2010 it was noted one of the wire electrodes was not properly placed in the lumen and punctured the emg cuff as it was removed from the sterile package.